Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the article did not provide the exact event details and root cause for coronary obstruction during implant of a sapien xt valve; however, the event is likely related to the mechanism described above and due to patient and/or procedural factors. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Yun-hsuan tzeng, et al. (2019). Performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single-center experience. Journal of the chinese medical association, 827-834.

Event description:
As reported through our (B)(6) affiliate, a single-center study published in a journal article, "performance and short-term outcomes of three different transcatheter aortic valve replacement devices in patients with aortic stenosis: a single center experience¿. The study was from march 2013 when the tavr program was first introduced at a hospital in taiwan to august 2017. 231 consecutive patients underwent tavr at the institution. A hundred and one (101) patients received a sapien xt valve. The following events occurred in the sapien xt group during the study period; 2 patients had major or equal moderate pvl at implant, 3 patients needed a second valve at implant, 2 coronary obstructions at implant, 1 annular rupture at implant, 8 cardiac mortality (3 patients within 30 days, 5 patients between 31 and 180 days), 5 major vascular access complication within 30 days and 3 permanent pacemaker were required due to complete av block within 30 days. This complaint represents the 2 patients who experienced coronary obstructions at implant.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is 3 of 7 complaints for this article case. Reference mfg. Report no. 2015691-2019-04809, 2015691-2019-04811, 2015691-2019-04818, 2015691-2019-04820, 2015691-2019-04823, and 2015691-2019-04824.